Event description:
It was reported that during a da vinci s prostatectomy procedure, arcing was observed from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs instrument was removed and the instrument and tip cover were replaced. Shortly after the replacement tip cover was in use, arcing was observed from the second tip cover. The mcs instrument was removed and the tip cover was replaced. The procedure was completed with a replacement tip cover accessory. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The following medwatch report was sent to the FDA for the second tip cover accessory: MFR report # 2955842-2009-00208.